Manufacturer narrative:
The balloon catheter, afapro28 with lot number 81583, was returned and analyzed. Visual inspection of the balloon catheter showed that the tip was advanced out of the shit. The inner balloon was rupture around its equator and the distal end of the inner balloon was folder backwards, not allowing the balloon to retract inside the sheath. Smart chip verification indicated that the balloon catheter was used for 27 applications on the date of the event. The balloon catheter guide wire lumen was kinked. In conclusion, the balloon catheter failed the returned product inspection due to a guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
After a completed case, the balloon catheter subsequently tested out of specification per the manufacturer's investigation.